Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient started to see the intensity settings not available since last wednesday, and previously before christmas. The implant battery was discharging at a slower rate. The patient described they were unable to feel stimulation and the stimulation did not function for a few days. The patient described that within a 12 hour period the battery would only deplete by 10% while before it would go from 100% to 30%. The patient met with their representative yesterday and resolved the issue. Agent documented events.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen and no issues were found. All of the impedances were working properly. Rep reeducated the patient on proper use and seems to be doing well.